Event description:
The device was replaced due to normal battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The time of elective replacement indicator was (B)(6) 2011. The battery voltage was 2.39 volts and battery impedance was approximately 10751 ohms. The device was returned and also analyzed. High current drain was confirmed on the device. The failure disappeared during analysis and the root cause is unknown.